Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the transfer set became disconnected from the plastic connector during peritoneal dialysis, resulting in a leak. The patient was connected at the time of the event. The leak was noticed at the end of therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for sample evaluation. Visual inspection was performed with naked eye and magnification noted tubing/bushing separated from patient adapter. Functional testing included clear passage, clamp function, and leak testing. Leak testing noted a leak through the set at tubing separation. The reported problem leak was duplicated/verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.